Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced open wound, infection and abdominal and groin pain. Post-operative patient treatment included revision surgery, multiple changes of wound vac, wound treated with surgilav, wound debridement, and wound closure.